Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to the physician questioning the delay in reporting a tni result. The cause for the low, abnormal reaction flagged troponin I result is unknown. The abnormal reaction flag is a non-reportable result per the dimension exl operator's manual. The account appropriately did not report the flagged result. A siemens headquarters support center representative has evaluated the information provided. These were flagged results since they exceeded the low signal for the curve and had an error condition present. The exact cause of the error message cannot be determined based upon the information available. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A low troponin I result (tni) was obtained on a patient sample on the dimension exl system. The result was flagged abnormal reaction. The result was not reported to the physician. The same sample was tested on an alternate non-siemens system and a low result was obtained and reported. The same sample was tested for troponin I at an alternate laboratory on another siemens system, dimension vista, and a low, non-flagged result was obtained. The physician questioned the delay in the lab reporting of a result. The patient was transferred to an alternate facility. There is no indication that treatment was otherwise prescribed or altered on the basis of the low, abnormal reaction flagged tni result. There was no report of adverse health consequences as a result of the low, abnormal reaction flagged troponin I result. There were no reports of adverse health consequences or additional patient treatment needed as a result of the delay in the lab reporting of the result or the patient transfer to another facility.